Manufacturer narrative:
Additional FDA product codes include: dqe- catheter, oximeter, fiberoptic, dqo- catheter, intravascular, diagnostic, dyg- catheter, flow directed. The device was not returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number was not provided. As part of the manufacturing process, 100% of the units undergo an extension pull test and leak inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the swan ganz catheter the cvp port white cap broke off from blue tubing. There was no patient injury. A second procedure was performed to have a new catheter inserted.